Event description:
Related manufacturer reference number: 2017865-2025-12670. It was reported that inappropriate shock/therapy was delivered by the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.